Event description:
Information was received from a patient (pt) regarding an external device. Pt reported they were having issues charging their implant and the pt did not provide an event date. Pt saw their healthcare provider (hcp) a couple weeks back and the hcp redirected the pt to their representative. Pt inquired for a battery pack replacement because they got the batteries low replace controller batteries when attempting to charge the implant. Pt received the message twice when charging the implant. Ps reviewed information. Pt also noted when they leaned into the paddle the paddle would get really warm and they tried not to lean into the paddle too much. Pt thought it was the implant area that was hot but it was the paddle that was hot. Pt also confirmed the controller battery drained more than usual when charging the implant. Ps sent email to repair to replace the recharger. Pt also reported their controller was taking longer than usual to charge with the ac power supply cord and the issue began a couple months ago. Pt charged their implant last night to 100% and the controller battery drained to 60%. Pt charged the controller battery to 80% then finished charging the controller today at 100%. Pt confirmed controller battery drained when charging the implant and pt would get batteries low replace controller batteries message when charging the implant. Ps reviewed with pt that ps would send a recharger replacement first (rtg0432392) and for pt to call patient services back if the issue persisted. Pt called from registered number and mentioned they used the replacement recharger antenna (rtm) and still got "batteries low: replace controller batteries" message. Pt also said the controller displayed a "cable disconnected" message when the rtm was still plugged in. Pt unplugged rtm and plugged rtm back in and message went away. Pt attempted to gather controller serial number during call, but could not remove battery pack to gather serial number. Pt will call back with serial number of controller for controller replacement once they get assistance removing li battery pack. Patient called back after getting the battery out of the controller. Patient provided serial number and confirmed shipping information. Agent sent email to repair to replace the controller.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). H3: product ID: 97755, serial/lot #: (B)(6). Was returned for product analysis. Analysis found that the device had a low test value and was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.